Manufacturer narrative:
Qn#(B)(4). Associated medwatch number: mw5160945. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Clinical and medical affairs (cma) was consulted regarding this event. Per cma, the PICC insertion does not appear to be associated with the patient death, which was 8 hours after the PICC insertion. Nothing included from the customer demonstrates a correlation to the PICC. Additionally, although the cause of death was not confirmed, the customer suggested that the death was related to a brain bleed. Based on the available information and without a sample returned, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported initially by a representative of the health care facility "PICC insertion (B)(6) 2024 at 12:27, 47cm right arm, basilic vein. Sterile chg gel dressing used. Rapid response team called 20:43 (patient found slumped in chair) dod (B)(6) 24 at 04:26." It was received via medwatch "sterile chlorhexidine gluconate gel dressing. Start 12:15 end 12:27. Rapid response team called for condition change. Patient minimally responsive to painful stimulation. Patient presently slumped over in bedside recliner. Extremities essentially flaccid, possibly with recent posturing reported." Additional information reports the cause of death was "unable to determine, the patient was dnr and after decline, family wished no more interventions. Subsequently received from the health care facility representative "suspect respiratory or possible brain bleed per notes. Unable to have CT secondary to acute condition; the provider suggested a brain bleed versus respiratory compromise."

Manufacturer narrative:
(B)(4). Associated medwatch number: mw5160945.

Event description:
It was reported initially by a representative of the health care facility "PICC insertion (B)(6) 2024 at 12:27, 47cm right arm, basilic vein. Sterile chg gel dressing used. Rapid response team called 20:43 (patient found slumped in chair) dod (B)(6) 2024 at 04:26." It was received via medwatch "sterile chlorhexidine gluconate gel dressing. Start 12:15 end 12:27. Rapid response team called for condition change. Patient minimally responsive to painful stimulation. Patient presently slumped over in bedside recliner. Extremities essentially flaccid, possibly with recent posturing reported." Additional information reports the cause of death was "unable to determine, the patient was dnr and after decline, family wished no more interventions. Subsequently received from the health care facility representative "suspect respiratory or possible brain bleed per notes. Unable to have CT secondary to acute condition; the provider suggested a brain bleed versus respiratory compromise."